Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer were hospitalized due to high blood glucose, heart attack on (B)(6) 2020 with blood glucose level was 502 mg/dl. Customer stated other blood glucose value was 444 mg/dl, 345 mg/dl. Customer was experienced symptoms such as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bypass, manual insulin. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.